Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in both pacing impedances as well as out of range shock impedance measurements above 125 ohms. Technical services (ts) advised on further in clinic evaluation. No adverse patient effects were reported. This lead remains in service.